Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the instrument was being removed the tip cover came off in the trocar. Another tip was a replacement intra-op and during installation it was discovered to have a slit in the tip so a third tip was then opened and used with no incident. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.116 in length. There are no signs of thermal damage present at the end of any tears, as evidenced by charring/melting. The complaint regarding slit in top was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.